Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0421 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the PICC was placed, the blood vessel is selected under color doppler ultrasound after the preparation is used. After the puncture is successful, the guide wire is inserted into the blood vessel and the needle is removed, local anesthesia, and skin expansion. After replacing the vascular sheath, it was delivered to the blood vessel smoothly.